Manufacturer narrative:
A returned product analysis of the paddle lead revealed broken and oxidized cables. A visual inspection of the paddle lead revealed that both the lead bodies ends were separated from the paddle and broken or cut approximately 13.5 inch from the proximal end. Further inspection revealed that the right lead body had three and left lead body had two oxidized cables. The paddle end had three partially dislodged electrodes (6l, 7l and 7r). They were still attached to the lead. The exposed cables of the paddle also revealed oxidized cables. The oxidized cables are indicative of the fact that the paddle was broken inside the body. The root cause for this breakage could not be determined. The returned ipg showed normal device characteristics and showed no anomalies.

Event description:
A report was received that during a lead revision surgery for inadequate therapy, the physician noticed that the pt's lead was broken. The physician was not sure if this was caused by the procedure or previously. The physician explanted the scs system and implanted two new systems. The pt was reportedly doing fine after the revision procedure.

Event description:
A report was received that during a lead revision surgery for inadequate therapy the physician noticed that the patient's lead was broken. The physician was not sure if this was caused by the procedure or previously. The physician explanted the scs system and implanted two new systems. The patient was reportedly doing fine after the revision procedure.